Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog # 3501655, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced spontaneous left sided deflation post procedure. The implant appeared to have flattened. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. Bilateral ptosis was a preoperative diagnosis for explant surgery. Bilateral mastopexy and explant without replacement was performed. The right sided ptosis is being reported under 1645337-2020-00950. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).